Event description:
It was reported the patient had a monarc sling placed on (B)(6) 2013. Fifty-six months post insertion, the patient developed vaginal and groin pain. The device was removed on (B)(6) 2014. No further patient complications were reported in relation to this event.